Event description:
It was reported that during transport of a pt to the hospital, the ventilator alarmed low battery, and battery depleted when connected to the external battery. The alarm was able to be cleared, and the ventilator continued to work fine. Then the ventilator alarmed for low battery again and the screen went dark. When the ventilator was plugged into the inverter source, the ventilator continued to operate normally. At the hospital, once the ventilator was unplugged from the inverter, the ventilator alarmed for battery depleted again. The pt was unplugged from the ventilator, and was hand bagged to the hospital neuro ICU. Upon completion of the transport, the external battery still indicated full charge. It was reported that the external battery had been fully charged with all led's lit (indicating full charge) prior to connecting it to the ventilator and pt for transport. The internal battery had also been charged all night.

Manufacturer narrative:
The ventilator was tested for its ability to detect and operate from an external power source. The ventilator passed these tests without exception. The ventilator's internal battery and charging circuitry also passed all tests without exception.